Event description:
It was reported the pt developed a rash under the lower portion of the mass/device. The rash has persisted for approx 3 weeks. The pt reportedly changes the pouch weekly.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.